Event description:
It was reported that the monitor did not alarm as expected when the pt had ventricular tachycardia (vt). It was also reported that the monitor alarmed correctly when the pt had ventricular fibrillation (vf). It was reported that a pt was injured, but the extent of the injury is unk. (B) (4).

Manufacturer narrative:
There have been no similar complaints filed within the complaint database. The alarm settings that were submitted by the complainant are dated from (B) (6) (four days after the event). The customer states the monitor has been sequestered since the date of the event when these printouts were taken. The alarms setting from (B) (6)2009, indicate that the vt alarm was set under the parameter of a life-threatening alarm. There were no alarm logs captured related to the date of the event. The root cause for a monitor to post with an alarm level other than what it was intended as configured by the user is undetermined. Add'l info to complete an investigation was not made available. According to the complainant, the cited monitor was tested and functions as per MFR's specs. The monitor has been returned to the customer and is functioning with no further related issues reported. No actions are planned by the MFR at this time. We will continue to monitor for similar reports of this condition.